Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two hyperglycemic events last reported at 401 mg/dl after elongated dosing stopped events and had been entering meal announcements as corrective doses on the ilet, which constitutes an improper method and relates to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.